Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting beep tones. The device was interrogated and confirmed that elective replacement indicator (eri) was declared due to a charge time measurement of 19.5 seconds. The monitoring voltage was 2.58 volts. A device changeout procedure planned to be scheduled in the near future. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.